Event description:
Customer reports lancet protrudes out of the cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.